Manufacturer narrative:
The device was received with the cannula assembly not deployed. The download data from the pod showed that the pod was received in pod state 14 having delivered 0 pulses, indicating that the pod did not complete the activation process after being filled. No problems were observed with the soft cannula, due to the soft cannula being in the not deployed state. Inspection of the exterior of the pod found the housing vent in the bottom housing to be punctured. It could not be determined when this damage occurred. Investigation of the pod and the download data from the pod indicate that this damage had no affect on the functionality of the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). In addition when removed from the infusion site, the pod's cannula was found bent. As treatment, the patient administered insulin via manual injections.